Event description:
It was reported that the device was stuck. A 6f guidezilla ii pv long guide extension catheter was selected for use. During procedure, it was noted that the guidezilla device was stuck in the dorsal artery. It was removed and replaced with another of the same device to complete the procedure. No patient complications reported.